Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where both the leads were explanted and replaced with a paddle lead. Stimulation was restored.

Manufacturer narrative:
The report event of lead impedance was confirmed. As received, visual inspection showed the returned lead (b) found some the internal wires being broken.

Event description:
During an procedure on (B)(6) 2023( related manufacturer report # 3006705815-2023-02541) it was reported that pre operative testing of the lead was impeded. As a result, surgical intervention may be undertaken in the future to address the issue. Investigation was unable to determine which of the lead was impeded.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000112918.